Manufacturer narrative:
(B) (4)

Event description:
It was originally reported that the pt did not experienced therapeutic effect 1 week after implant. He was "still up every hour or 2". It was later reported that the pt experienced a shocking or jolting sensation. The pt still has not had therapeutic effect. The pt felt something in his urethra and "when he urinates it's similar to a burst and he wets his pants." He was at home. Further info is being requested from the hcp.